Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2008. According to the complainant, post procedure, the patient experienced pain and discomfort. The pain was determined to be a symptom of mesh erosion. The date of onset of the pain and the date the patient presented with erosion are unknown. The sling was reported to be explanted, but the date of explantation is also unknown.all other information is unknown and reportedly unavailable.